Event description:
It was reported that the patient experienced a kinked catheter which would administer too much medication or not enough when the patient had different positional changes. It was indicated that this occurred about 8 years ago. The pump was used to deliver gablofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # unknown lot # unknown implanted on: unknown explanted on: unknown. (B)(4).